Event description:
This is filed to report a single leaflet device attachment (slda). It was reported that a mitraclip procedure was performed to treat mitral regurgitation (mr) grade 4 and mitral valve pressure gradient of 4 mmhg. A nt (21111r1044) was implanted a1p1 successfully and the pressure gradient rose to 5mmhg. A second nt was prepared and advanced to the valve. During positioning, it was noted that the first clip nt (21111r1044) had detached from the posterior leaflet. The second clip then grasped next to the slda, however the gradient rose to 14mmhg. Repositioning was attempted but the high gradient persisted. The clip was then removed and the gradient fell back down to baseline. There was no evidence of tissue chordal injury. It was thought the slda occurred due to the patients degenerative pathology. The mr remained the same at grade 4. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported mitral valve insufficiency/ regurgitation (unchanged mr) associated with mr remaining at pre-procedural baseline was due to the slda. The reported incomplete coaptation (intraprocedure) associated with the slda appears to be due to challenging patient anatomy (degenerative leaflet tissue). The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.